Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that the infusion set's tubing detached close to the site location and cannula while the patient was sleeping. The site location was patient's arm, and the pump was in her bra. Moreover, the infusion was being used for 3-4 days approximately. Reportedly, the infusions were stored in the wardrobe in dry room temperature. The patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.